Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Customer performed a collett clean prior to the arrival of the fse. Fse performed several splld tests without any error and ran a demo with no error. The instrument was tested without further problem and was returned to expected operation.